Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient took a fall today. They stated that they fell ¿flat on his rump¿ and the ins stopped working. The patient stopped feeling stimulation. It was reported that the patient programmer was showing the ¿turn ins on¿ screen. Patient services had the patient turn the ins back on but the patient still felt no stimulation. They increased stimulation in p 1 and p 2 and they felt no stimulation. It was noted the patient only had group a. The patient synced with the patient programmer and it showed ¿stim off.¿ product services had the caller turn the stimulation on but it did not resolve the issue. The patient was able to turn the ins on but felt no stimulation. The patient was also instructed to increase or decrease the amplitude but it did not resolve the issue. The caller was redirected to contact their healthcare professional (hcp) to check the device. The patient asked for a closer hcp and it was reviewed the patient could address the issue with their primary hcp. It was also reviewed the hcp could contact a representative (rep) if needed. No further complications were reported. Follow-up was conducted.